Event description:
It is reported that the surgeon has 5 patients whose tibial trays have loosen within a month after tka. In all cases, bone cement was used for only the surface of proximal tibia, but not for keel and stem. There was no loosening in the case whose keel and stem of tibial component was cemented. Implant date is unk. It is unk if the patient has been revised.

Manufacturer narrative:
Evaluation summary: it is reported that the bone cement was used for only the surface of the proximal tibia and not for the keel and stem. Improper cementing technique appears to be the cause of the tibial plate loosening because the surgical technique recommends for the use of cement in the im canal which will give a cement mantle around the keel and stem also. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.